Event description:
It was reported that the light source was not working properly and displayed no image. The issue occurred during maintenance. There were no procedural or patient involvement.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Root cause could not be identified. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus will continue to monitor field performance for this device